Event description:
It was reported that the patient's ipg was inoperable. A manufacturer representative met with the patient and confirmed the issue. The patient no longer has therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.